Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3 - date of event: exact dates not provided. Article acceptance date is february 1, 2024. Section d4 - catalog #: a complete number is unknown, as product serial number was not provided. Section d4 - serial #: unknown/ not provided. Section d4 - expiration date: unknown as product serial number was not provided. Section d4 - UDI #: unknown, as product serial number was not provided. Section d6a - implant date: unknown/not provided. Section d6b - explant date: n/a - device remains implanted. Device evaluation. Product testing could not be performed because the product was not returned. Therefore, a failure analysis of the complaint device cannot be completed, and the reported event cannot be confirmed. Manufacturing record evaluation: the manufacturing record review could not be performed, and complaint history were not reviewed since the serial number is unknown. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. Section h4 - device manufacture date: unknown, as product lot number was not provided. Citation: pier luigi guerin, gian marco guerin, marco rocco pastore, stefano gouigoux, daniele tognetto; long-term functional outcome between yamane technique and retropupillaryi ris-claw technique in a large study cohort; february 1, 2024; https://doi.org/10.1097/j.jcrs.0000000000001421. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on a literature review: literature title: long-term functional outcome between yamane technique and retropupillary iris-claw technique in a large study cohort a retrospective observational study was done to evaluate which secondary intraocular lens (iol) implantation technique was more successful in achieving the best postoperative results and refractive outcomes between retropupillary iris-claw iol (iciol) and flanged intrascleral iol (fiiol) fixation with the yamane technique. A total of 116 eyes of 110 patients underwent secondary iol implantation with or without concurrent pars plana vitrectomy (ppv). Patients were divided into 2 groups according to the surgical procedure they went through fiiol (n=58 eyes) or retropupillary iciol fixation (n=58 eyes). The iols used for the fiiol group was the tecnis za9003 iol (a-constant 119.1) (johnson & johnson vision) it was reported that the tecnis za9003 iol was used for fiiol fixation through the yamane technique which is assessed as off-label. Early postoperative complication in the fiiol group includes iol dislocation/tilt (n=7 eyes) that required repositioning or exchange of iol. Late postoperative complications in the fiiol group include cystoid macular edema (cme) (n=8 eyes), glaucoma progression (n=6 eyes), and retinal detachment (n=3 eyes)" serious injury: yes. Device malfunction: yes. Interventions: yes. No additional information was received. A copy of the article is provided with this report.